Event description:
As reported by the user facility: patient on a motorized chair had a venous dislodgement. Operator claimed that the machine did not alarm and blood spilled onto the floor, amount of blood lost is unknown. Customer will obtain the trend file for inspection. The patient did not require any medical attention.

Manufacturer narrative:
The trend file and all available information was forwarded to the actual manufacturer, b. Braun (B)(4), for evaluation. Fault analysis (trend analysis) confirmed the setting of the alarm window limits of the pv-pressure value are functioning well. During the treatment, the alarm condition for the alarm "pv lower limit" was not reached. The pressure decreases over a time period of about 45 seconds, starting at time 3:46:17 h:min:s, till 3:47:02 h:min:s. Then follows a phase of stable pressure till the blood pump was stopped at 3:48:18 h:min:s by the operator. The machine worked within its specification, no problem could be detected and there is no further unknown risk. A historical review of the customer complaint database was performed and no adverse trends of this nature were identified for the reported catalog number. Multiple attempts to contact the facility to obtain additional information have not been successful. A follow up report will be filed if additional pertinent information becomes available.